Manufacturer narrative:
"Replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels between 518-600 mg/dl. Cause was unknown. Reportedly, the customer changed out infusion set, then delivered both a correction injection and a correction bolus via pump to address bg. A system check was performed, and it was found that the customer was using the cartridge beyond labeling. Tandem technical support educated the customer on a labeling timeline. Recommendation was made to consult with a healthcare provider regarding diabetes management.